Manufacturer narrative:
This medwatch is submitted to send an initial report about a complaint. The review of the device history records and traceability could not be done seeing that the reference number and lot# of the device are unknown. Information requests are in progress to obtain more information about the incident. Investigation still in progress. Conclusion not yet available. Not returned.

Event description:
Mobi-c p&f us : revision for continued pain with kyphosis at implant level. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device removal on a patient that was implanted with mobi-c in the past year. Reason : continued pain with kyphosis at implant level. Patient diagnosis pre-implantation: cervical disc herniation. Surgeon indicated: possibly device-related: there is a reasonable possibility that the adverse event may have been primarily caused by the device. Additional information requested.

Manufacturer narrative:
Several attempts were made to the reporter to collect additional information concerning the reported event. Yet, it was reported on november 20th 2018 that the reporter did not have any other information except these included in the zper. Moreover, the email address of the surgeon was not provided by the reporter and was not mentioned in the zper. Therefore, no additional information could be asked to the surgeon. Consequently, no additional information concerning the reported event could be collected. The review of the device history records and traceability could not be performed as no information concerning the implant (reference and lot number) was reported. The product location is unknown. The product was not returned to the manufacturer. Therefore, no product evaluation could be performed. From the information provided based on the zper and the review of the case with the project manager, the investigation found no evidence to indicate a device related issue. However, considering the lack of information provided and without the product return and evaluation, no conclusion could be made concerning this complaint as the surgeon did not report the reason for removal. The root cause of the reported event remains undetermined. If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated.

Event description:
Mobi-c p&f us : revision for continued pain with kyphosis at implant level. Information was collected via the annual mobi-c enhanced surveillance survey: surgeon reported an event of device removal on a patient that was implanted with mobi-c in the past year. Reason : continued pain with kyphosis at implant level.. Patient diagnosis pre-implantation: cervical disc herniation. Surgeon indicated: possibly device-related: there is a reasonable possibility that the adverse event may have been primarily caused by the device. No more information available.